Event description:
A female (age unspecified) who received her third injection with hyalgan (hyaluronate sodium) in both kness in 2005 developed a raised, red, bull's eye rash at the injection site on the left knee in 2005. There is no tenderness or palpable warmth, but some itching. She has self-treated the rash with hydrocortisone cream without success. Also, her right knee is a little irritated at the injection site. She reported that ther physician had not seen anything likt it and suggested that she consult with a dermatologist to rule out the possibility of lyme tick infection or allegic reaction. An appointment has been made wih a dermatologist. She reported that she had been in physical contact with a female relative who recently took a wilderness adventure trip where warings were made about lyme tick exposure, but the pt believes that it is unlikely that she was exposed to a tick though she cannot be sure.

Event description:
The pt was seen by her dematologist who diagnosed her skin reaction with the hyalgan as a fixed drug reaction. A nurse who is the patient received her third injection of hyaluronate sodium in dec-2005 and developed a fixed drug reaction, as diagnosed by her dematologiest, a few days later. She was prescribed dermatop (prednicarbate) which has helped some. The eruption has faded to brown and she is recovering from the event.